Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver was charged and will boot. A receiver functional test was performed and failed. A global receiver tool vibration test was performed and failed. Manual "try it" testing was performed and failed. The reported event of no vibration was confirmed. The root cause was determined to be a defective motor assembly.